Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report.

Event description:
It was claimed by a customer that both the CPR modules were not working. The issue occurred when the patient was on the bed and began to decompensate (seizing, the patient was given some juice due to low sugar). The patient did not code at that time, therefore there was no need to conduct CPR. The patient did not sustain any injury as a result of the event. However, the situation of the decompensation was considered an emergency. In addition, during the night shift the day before the event. Found the buttons were blinking and not allowing any of the buttons to work. The customer called arjo and the issue was resolved via phone. The record was registered for trending purposes and it is not considered safety related. The bed was swapped. The CPR modules issues were found during the bed quality check.

Manufacturer narrative:
A customer claimed that both the CPR (cardiopulmonary resuscitation) modules- the CPR manual lever and the CPR electrical buttons- were not working. The issue occurred when the patient was on the bed and began to decompensate. The patient did not code at that time, so there was no need to conduct CPR. The patient did not sustain any injury as a result of the event. However, the decompensation was considered an emergency situation. The problem with activating the CPR functions was also raised during the night shift before the event. The buttons were blinking and not allowing any of the buttons to work. The customer called arjo, and the issue was resolved via phone. At that time, there was no emergency situation reported. The staff just wanted to fix the problem with the CPR functions that did not operate. The bed was swapped. The CPR modules failed during the initial bed quality check. However, during the bed repair, no cprs malfunctions were found and confirmed. The bed was sent for further evaluation to another arjo service unit for additional testing. After multiple function test arjo service did not encounter those issues again. The bed was tested in multiple positions and went through all functions and then activated CPR functions after each position testing to ensure cprs are working properly. Additional lubrication was added to moving parts to ensure functional operation. The emergency CPR allegedly did not work during the emergency situation. However, no device malfunction was recreated. Both CPR were working during the bed multiple testings. The instructions for use dedicated to the citadel bed frame system (IFU 830.213-en rev 14) informs the user on the proper way of placing the bed in CPR position. In case of electrical function did not respond the manual level should be used. The customer followed the IFU correctly and when the device problem could not be solved, they contacted the arjo for servicing. According to the arjo clinical consultant, the customer was aware of the proper usage of the CPR features. To summarize, the arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The device was not performing as the cprs allegedly failed during emergency situation.